Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 08/31/2010 and 09/02/2010 by phone, fax, and mail. A completed questionnaire was rec'd on 09/13/2010. (B)(4).

Event description:
An operating room mgr reported that an intraocular lens (iol) was exchanged for the same model, different power lens due to a refractive surprise. In a f/u, the surgeon reported that the iol did not cause/contribute to event; rather it was "probably due to effective lens position change with capsule tightening". Postoperative period went well for two and a half weeks when myopic shift occurred.